Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope rubber at the transition from the insertion hose to the handle was torn. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover adhesive detached and had remaining foreign material from previous procedures. There were no reports of patient harm, and no procedural involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the bending section cover adhesive detached and had remaining foreign material from previous procedures. Additional findings include the following: the air and water cylinder had no color / was deformed, the suction cylinder had no color, the switch box had a scratch, the screw stopped was replaced for preventative maintenance, the bending angle in the left / right direction did not meet the standard value due to wear of the angle wire, the image guide protector was damaged, the plastic distal end cover was shaved, the objective lens was shaved, the adhesive around the light guide lens had discoloration, the connecting tube had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.